Event description:
Initial result for a patient ck was <0 u/l which repeated as 91 u/l. The incorrect result was not used to guide therapy. The field service representative found the syringe and probe seals were loose and repaired the instrument by tightening the loose seals.